Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was previous implanted with an ventana system to treat an abdominal aortic aneurysm on (B)(6) 2012. On (B)(6) 2018, endologix was made aware of a type 3b endoleak. On (B)(6) 2018, the physician elected to implant vela infrarenal extension. The endleak was resolved. There have been no additional patient sequelae reported.

Manufacturer narrative:
The device was not returned as the device remains implanted therefore no evaluation was completed. An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made on (B)(6) 2018, (B)(6) 2018 and (B)(6) 2018. The request was denied. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The final patient status was reported to be in stable condition post the secondary endovascular procedure. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.